Event description:
It was reported the patient has not charged her ipg in over a year. The patient's ipg is unable to communicate with multiple charging systems. Also, the patient's programmer displays error code 2501. The patient will consult with the physician regarding possible surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.